Event description:
(B)(4) is the initial importer of the device which is a walker. Consumer product safety report was filed. Data was gleaned from that report only. No evaluation can be performed on the product as it is anonymous.. End-user wheels are too slippery and back legs come with plastic bottle caps that had the end user sliding. Patient had just come home from post tkr (total knee replacement) surgery. She complained that the wheels were slippery. She fell while exiting the bathroom while using the device.. She landed on her knee and fell backwards. Her heel met her buttock. Her incision ruptured. She had emergency surgery less than a week after the first surgery. She is on pain meds. She may have broken the bones under the prosthetic.